Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the pipeline failure was not determined. One pipeline was being used when the movement occurred. There was no friction/difficulty during delivery or positioning, and the device did not jump during deployment. The tip of the catheter had been moved during deployment. The pipeline was placed in a straight part of the vessel and not a bend when it failed to open. They had retrieved and deployed the pipeline multiple times to try to open the device.

Event description:
Max diameter 8 mm and neck diameter 6 mm. Landing zone (artery size): distal 4.2 mm and proximal 4.4 mm. The patient¿s vessel tortuosity was minimal. The access vessel was the femoral artery. Dapt (dual antiplatelet treatment) was administered. Angiographic result post procedure: blood retention in aneurysm. During intracranial aneurysm embolization, the diameter of the blood vessel was measured after the catheter was in place and ped2-425-20 was selected for deployment. The stent tip did not open well, and after repeated retrieving and deploying, it still could not open well and adhere to the wall. An attempt was made to continue deploying, and the distal end of the stent fell into the aneurysm cavity. The stent and catheter were then withdrawn and replaced it with a new system to complete the operation. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 229500085); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200 cm (m-83361). As found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield device was returned outside the phenom 27 catheter. Damage location details: no bend or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were fully opened and damaged. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at distal as the device was resheathed. In addition, the pipeline flex shield braid ends were found fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.